Manufacturer narrative:
The serial number of the e801 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter alleged non-reproducible elecsys troponin t hs assay results for one patient sample tested on a cobas e 801 module. The sample initially resulted in a troponin t value of 33 ng/l. On (B)(6) 2024 it repeated as 3 ng/l.

Manufacturer narrative:
Calibration and controls were acceptable. A general reagent issue can be ruled out. Isolated non-reproducible results do not represent a general malfunction of the assay. Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined.